Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under "up", "down" & "contrast" key contacts that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings: testing confirmed that the keypad symbols were worn, but all keys functioned appropriately. Unrelated to the complaint, the keypad was removed and contamination found under "up", "down" & "contrast" key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.